Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI isp implantable groshong catheter was returned for evaluation. Visual, dimensional, tactile, functional and microscopic evaluations were performed on the returned device. A partial circumferential break was noted from the proximal end of the distal catheter segment. The edges of the partial circumferential break were noted to be uneven and the surface was noted to be round and smooth in both regions. Upon infusion, a leak from the partial circumferential break on the distal catheter segment. A complete circumferential break was noted on the proximal end of the distal catheter segment. The edges of the complete circumferential break on the distal end of the catheter attached and proximal end of the distal catheter were noted to be jagged and the surfaces were noted to be round and smooth in one region and granular in the other. Kinks were also noted throughout. Therefore, the investigation is confirmed for the reported fracture, fluid leak and the identified material separation, deformation and naturally worn issues. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly found to be cracked at fifteen centimeters from the tip of the catheter and about six centimeters from the stem side. It was further reported that the catheter allegedly had a leak. Reportedly, the port system was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2022 h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly found to be cracked at fifteen centimeters from the tip of the catheter and about six centimeters from the stem side. It was further reported that the catheter allegedly had a leak. Reportedly, the port system was removed and replaced. There was no reported patient injury.